Event description:
Pacer completely ceased functioning during switch-out to new battery. Patient has complete heart block and no underlying rhythm. At 1500, no battery flashing on upper left corner of pacer. At 1900, during safety check with oncoming rn, battery flashing - i.e., needing change out. Fellow called to bedside and 2nd nurse available at bedside. Second pacer set-up at bedside with current settings prior to switch, in event no battery power available given two previous incidents of same. When battery removed, pacer turned off (backlight was off at the time). Immediately pacer wires were reattached to new pacer box and pt. Began pacing. Lack of pacing lasted no more than 2 seconds. Fellow at bedside during procedure. Attending discussed complete heart block with parents shortly after change out as they reported being unaware of the lack of underlying rhythm.